Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, the farawave pulsed field ablation catheter flush port connector broke off. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The device is expected to return for analysis.

Event description:
It was reported that during a procedure, the farawave pulsed field ablation catheter flush port connector broke off. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The device was received for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be separated, and the flush port was not returned. A flushing test was not possible due to the separation of the strain relief/luer. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief/luer could be seen. The reported event was confirmed.